Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called and reported having been admitted into the emergency room with high blood glucose and diabetic ketoacidosis. Customer's blood glucose was over 700 mg/dl, which was treated with intravenous drip. Customer requested to see if insulin pump was working, but declined to check for presence of leaks or air bubbles in the tubing and reservoir. History in the insulin pump appeared accurate. Customer did not have tubing clamps to complete high pressure test at time of call. The customer was advised to change the entire set, reservoir, and insulin.